Manufacturer narrative:
The investigation is ongoing.

Event description:
The implanting physician reported that the patient experienced an annular hematoma/rupture following balloon aortic valvuloplasty using an edwards transapical 20x3 balloon. The sapien valve was subsequently not implanted. It was reported that the patient expired post procedure. An edwards representative was not present at the case. No additional information is available at this time.

Manufacturer narrative:
After the initial report, the medical records pertaining to the event were obtained. Per the operative report: the patient had poor quality myocardium, but a double pursestring suture was successfully placed. An edwards 20mm balloon was advanced over the wire after systemic heparinization was administered. Balloon valvuloplasty (bav) was performed with rapid ventricular pacing, with good placement and good inflation. At 5 minutes after bav the patient developed cardiogenic shock. Tee demonstrated a new finding of a large hematoma and possible root rupture with blood around the left atrium. Immediate emergent consultation was obtained between the operating co-surgeons. The physicians discussed the findings with the patient's family and the fact that this patient was not an operative candidate for an open root repair. The family agreed that any further heroic acts would not be what the patient would have wished. At that time, no further operative attempts were made to fix the root rupture and the patient expired on the operating table. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. In this case, per the medical records, it appears that the annular rupture was caused by the balloon aortic valvuloplasty (bav) procedure. None of the aforementioned risk factors for aortic rupture could be ascertained from the available medical records. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.